Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
Olympus was informed that during an unspecified procedure, the customer noticed a loose connection in the cable. No further information was provided but there was no report about an adverse event or patient injury. During the inspection at the repair center, the rigid video scope was found to display a green/purple image.

Manufacturer narrative:
Correction: d9 - date returned to manufacturer; device evaluation: the suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the ¿green image¿ and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. The reported loose cable connection could not be confirmed. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.